Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. -return requested. Replacement 8pack battery shipped to site. Suspect 8pack battery kit discarded by the site. Return requested. Replacement green led cable shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported the site's imaging system motion batteries drop suddenly once disconnected for the power and stops after short distance. In trouble-shooting, the medtronic representative checked and confirmed that the imaging system kept on charge. Motion batteries and power line led on the mobile viewing system (mvs) determined faulty, as well..no further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.